Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted during testing. The insulin pump was received with traces of moisture at the lcd board per visual inspection. The insulin pump was minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump stopped working. The customer's blood glucose was 297 mg/dl at the time of incident. The customer's mother stated that there was fluid in the screen. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.